Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewick tm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours. Not recommended for patients who are: experiencing skin irritation or breakdown at the site" corrections: d h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was recently hospitalized due to a urinary tract infection but was not sure if the purewick device caused it. The patient was susceptible to urinary tract infections and even though the purewick not caused the urinary tract infection but their doctor recommended to stop using it until the urinary tract infection cleared up.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was recently hospitalized due to a urinary tract infection but was not sure if the purewick device caused it. The patient was susceptible to urinary tract infections and even though the purewick not caused the urinary tract infection but their doctor recommended to stop using it until the urinary tract infection cleared up.